Manufacturer narrative:
Two samples were received without their original packaging and in used conditions. No damage could be detected during visual inspection. When inflating the samples with air, the cuffs inflated without problems. When measuring the cuff, the percentage for the symmetry was 47.36% and sample 2:42.50%. These results are over 33.3% that is the minimum acceptable. Based on the test, the units are within spec. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that after reprocessing, two device cuffs were being tested and were found to be inflating asymmetrically. No patient injury was reported.